Event description:
I had essure implanted (B)(6) 2012. I bled almost nonstop from (B)(6) 2012 to (B)(6) 2013. I had severe pain in my lower abdomen to the point it felt like I was in labor (B)(6). I was unable to hold my newborn son because of the pain in my abdomen and back. I had terrible migraines along with fatigue and shooting pains up and down my right leg. After 2 trips to the emergency room and 2 visits with my implanting doctor/ ob gyn. No one could explain why I was having these issues and my doctor performed a bilateral salpingectomy on (B)(6) 2013 and all my issues disappeared after surgery. I'm no doctor but never had these problems until essure and they're gone after removal, so something must be wrong with this product.